Event description:
"Situation: prismax auto-effluent accessory kit leaking effluent at connection of tubing to large drainage bag. Background: prismax auto-effluent accessory kits are used to collect crrt effluent drainage, measure it and then pump it into the dialysis drain in the patient room. The nurse noted that the set was leaking effluent from the connection of the effluent tubing to the large drainage bag. The output will be underestimated by the machine due to the leakage, so the set had to be changed. In order to change the auto-effluent drainage set, the treatment must be stopped, the blood from the filter set returned to the patient, and the filter set and auto-effluent discarded in regulated wasted since they contained blood and body fluid. A new filter set and auto-effluent kit must be placed on the machine and primed before the patient can be attached and the treatment resumed, causing roughly a 20-minute interruption in crrt. A: a defective prismax auto-effluent accessory kit caused a delay in treatment. P: set removed and discarded as above. The item is infor #221364, ref #115370, lot #24e2701, exp. Date [redacted date], baxter item #a6003."